Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal carotid arteries. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The stent was deployed and placed in the fw-wz. Upon removal, post deployment, severe resistance was felt, and it could not be retrieved from the fw-ez; therefore, a non-boston scientific balloon catheter was guided over the cws and fw and retrieved. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal carotid arteries. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The stent was deployed and placed in the fw-wz. Upon removal, post deployment, severe resistance was felt, and it could not be retrieved from the fw-ez; therefore, a non-boston scientific balloon catheter was guided over the cws and fw and retrieved. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported that the wire and delivery system had to be removed together.

Manufacturer narrative:
Device evaluated by MFR: the carotid wallstent was returned for evaluation. The device was returned loaded on to the customer's filterwire and was unsheathed. The filterwire was unable to be removed from the device while the device was unsheathed. The device was sheathed, but the filterwire was still unable to be removed fully as the filterwire was noted to be damaged. A visual and tactile examination of the carotid wallstent catheter/delivery system identified multiple outer sheath kinks. The outer sheath was noted to be damaged at the exit port. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. The reported event was confirmed.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the internal carotid arteries. A 10.0-31 carotid wallstent self-expanding and a filterwire were selected for use. The stent was deployed and placed in the fw-wz. Upon removal, post deployment, severe resistance was felt, and it could not be retrieved from the fw-ez; therefore, a non-boston scientific balloon catheter was guided over the cws and fw and retrieved. The procedure was completed with this device. There were no patient complications as a result of this event. It was further reported the wire and delivery system had to be removed together.